Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was over 188mg/dl. The customer's levels had been as high as 488mg/dl. The customer attributes the highs to having had bent cannulas. The customer states they had treated with manual injection. The customer states they had conducted multiple set changes until finally the third set was functioning properly. The cause of the problem was unable to be determined, the customer is returning reservoirs and set for analysis and receiving replacements.